Manufacturer narrative:
The event date is approximate. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. Of note, the patient reported the pump had been turned off about six years earlier. It was reported the patient¿s pump was turned off about six years earlier because of a granuloma in their spine. The patient stated when the granuloma was found, they were told by their physician at the time that they would not take the pump out. No further complications were reported or anticipated.